Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege the following: for a year or so patient's hip implant did well. But several years after the initial surgery, he began to notice pain and burning in his hip and groin area. His doctor prescribed pain medications which seemed to help with some of the hip pain but not all. Since then, patients pain has continued to increase and he continues to have excruciating pain. He is not able to ambulate without a cane. As a result, patient has been on disability and has not been able to return to work. Because he is unable to work, he is without medical insurance and has been unable to obtain medical opinions necessary to determine whether or not revision surgery is appropriate. Patient is a resident of (B)(6). Update: 12/19/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of loosening of the stem. Records are available for further review. Dor: (B)(6) 2012 (left hip).

Event description:
In addition to what were previously alleged, ppf alleges elevated metal ion level.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.